Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in overall good physical condition. Lec45169 and error code 42224 were present in event log. The customer's reported problem was confirmed. The root cause was determined as the faulty mainboard. The mainboard was replaced. Device has since passed all functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the event log was checked and was showing that the device had "system fault 42, 224 occurred 0004" and "system fault 45, 169 occurred 0004". There was patient involvement, and no patient harm/adverse event reported.